Manufacturer narrative:
(B)(4). On (B)(6) 2012, the initial symptom reported by the philips response center (rc) was "heart stream failure." On (B)(4) 2012, the philips field service engineer (fse) clarified that on (B)(4) 2012 he was informed that the biomed staff received the complaint from the ICU that the defibrillator did not send shock to the patient. There was no adverse patient impact. The fse evaluated the device and found no trouble with the device. The symptom could not be duplicated and the device passed all performance assurance testing; therefore, we cannot determine the cause of the stated problem. Based on the customer's report, we are considering this a malfunction.

Event description:
On (B)(6) 2012, the initial symptom reported by the philips response center (rc) was "heart stream failure." On (B)(4) 2012, the philips field service engineer (fse) clarified that on (B)(4) 2012 he was informed that the biomed staff received the complaint from the ICU that the defibrillator did not send shock to patient.